Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output in the ventricle at the time of implant. The physician elected not to implant the ipg.